Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise and far-r wave oversensing. The patient reported feeling palpitations and chest tightness occasionally, but it was unknown if these symptoms were related to the lead issues. The lead was capped and replaced on (B)(6)2018 and the patient was stable post-procedure.

Event description:
New information received indicates the capped lead was noted to heave sustained a fracture and was causing valvular regurgitation in the patient. The capped lead was explanted. The patient was stable.

Manufacturer narrative:
The reported events of noise, far r-wave oversensing confirmed. The reported event of lead fracture was not confirmed. As received, a partial lead was returned in two pieces. Final analysis found full breached outer insulation degradation and exposing the outer coil distal to connector boot. The cause of the reported events was due to the exposure of the outer coil distal to connector boot. No other anomalies were noted, with the exception of procedural damage.